Manufacturer narrative:
Investigation summary: a complaint of leakage causing back flow of blood into the syringe was received from the customer. A photo was provided to aid in the investigation of this defect. With this photo, the customer complaint was confirmed. A device history record review was completed by our quality engineer team for provided lot number 2103502. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The root cause for this defect was determined to a damaged plunger lip during the manufacturing and assembly process. Bd recommends the use of 3 pcs bd syringes with luer lock tip to administer medication via a syringe pump. The bd 3 piece syringe has a natural rubber stopper which provides a smoother performance in terms of plunger advancement at low speed. In addition, a luer lock fitting ensures a safer connection with the infusion line compared to a luer slip tip, thus reducing the risk of disconnection of the infusion line. It is preferred that the syringe pump is placed at the same height of the patient in a horizontal orientation, to avoid the difference in pressure between atmosphere and vein that could lead to the syringe emptying out on its own. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that during use with bd syringe s2 20ml blood leakage occurred past the stopper. This occurred on 3 separate occasions. The following information was provided by the initial reporter: there is an issue with the backflow of blood while using a syringe with the dialysis machine. Because of leakage in the syringe, blood is coming in syringe and behind the plunger.